Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the 7th strut row from the proximal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during preparation. A visual and tactile examination found multiple kinks along the distal portion of the hypotube shaft. This type of damage is consistent with excessive force being exerted on the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2015. It was reported that shaft kink occurred. A 3.00mmx32mm promus element¿ drug eluting stent was selected for use to treat the lesion. However, during preparation, the physician noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.